Event description:
Same case as MDR # 6000093-2006-02187. Clinical study patient. This is not a clinical study. The physician treated the patient with stenting of the right coronary artery (rca) and the "left retroventricular artery". The physician moved to the left side of the heart and a stent was implanted in the posterior-lateral circumflex (cx). Another stent was implanted in the "short first part of the left coronary artery that was surrounding the ostial and distal parts, as well as the ostial lad". A stent was then implanted in the ostial cx in "t-shape followed by a kissing balloon." The immediate angiographic outcome was completely satisfactory. It is unclear from the information received what size stents were implanted in which location. Additional information has been requested. It was reported that three days following there was in-stent thrombosis and subsequent death. The patient experienced vasovagal syncope and a feeling of faintness. The echocardiogram found the "appearance of a complete left bundle branch block, with modifications in heart electrical activity in the antero-lateral territory". The patient was emergently transferred to the hemodynamic theatre where coronary angiography found an occlusion to the "short first part" of the left coronary artery due to an acute intra-stent thrombosis. The patient experienced cardiopulmonary arrest and despite resuscitation efforts the patient did not recover. The cause of death was reported as due to intra-stent thrombosis. It was reported that tests performed after this event showed the patient was resistant to plavix.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. The manufacturing records for top assembly batch 7644638 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.